Event description:
It was reported that during a lap cholecystectomy procedure, the device was being used on the bile duct, and the clips fell out of the jaws. It is not known the shape of the clips. They pulled a second device and the same issue occurred. They completed the procedure with another device. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.